Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the 35-year-old male patient was on veno-arterial extracorporeal membrane oxygenation and impella cp support. During impella support, the patient experienced sudden drop in flow, the impella position was confirmed and there was no thrombus in left ventricle. A partial thromboplastin time (ptt) test was performed, and the ptt was very low around 30 sec, also during the last day significant amount of fresh frozen plasma / red blood cells applied. The was no reported harm to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Returned complaint pump visually inspected. No biomaterial observed. No cannula kinks observed. No broken blade found. Mold observed around impella inside cannula and outflow cage. Pump connected to aic and run at p-9 for several minutes to reproduce the reported low pump flow issue. No low pump flow observed and pump run within specification limits. No other abnormality found. Data log reviewed: many suction alarms occurred after pump implanted. No motor current (mc) spike observed. Purge flow increased at p-6 at the end on the case. After impella run in water, the device visually inspected again and material found in the purge gap which did not reproduce low pump flow and was likely not the cause of the low pump flow in the field since there was no mc spike or biomaterial found on the impeller. The cause of the low pump flow issue most likely was patient condition related. Added h6 impact code 4641, 4643.